Manufacturer narrative:
The insulin pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis from (B)(6) 2015. The customer called her endocrinologist who told her to go to the emergency room. Blood glucose at the time of admission was over 400 mg/dl. She was treated with insulin. The customer stated she is a brittle diabetic and has had issues with high y and low blood glucose for a year. She is in the process of getting an upgraded insulin pump and was advised by the territory manager to get a loaner insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.